Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead dislodged. The lead was re-positioned. Further information was requested however, was not provided.

Event description:
New information noted that the right ventricular lead exhibited unspecified impedance problem. The left ventricular lead was re positioned. The patient was in stable condition.